Event description:
Procedure: gastric bypass. According to the reporter, the tip of the device broke during the case. All pieces were recovered and removed from the patient's cavity. The staff used another device and was able to continue the case.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 66 mg/dl advantage system 1, 160 mg/dl advantage system 2, 67 mg/dl advantage system 1, 86 mg/dl advantage system 2 low blood glucose symptoms were reported with these results. Customer self treated by eating 4 glucose tables and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 551177, expiration date 03/31/2011). (B)(6).